Event description:
The reported condition of a colleague infusion pump in which the "pump dies almost immediately when unplugged from outlet" was reported to a baxter forensic engineer on 15 january 2010. The reported condition occurred during biomedical testing on an unknown date. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.there is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was evaluated onsite at the customer's facility. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective action preventative action) associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the bed will not lower and the fowler is bent. No adverse consequences were alleged.

Event description:
Customer reportedly received result of 285 mg/dl on the mobile system and 145 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.